Event description:
The dental implant fx3610swc was removed on 08/20/2018 due to failure to osseointegrate 23 days after implantation. The doctor noted bone resorption during explantation. The patient has no significant medical history. The patient has recovered without complications.